Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified alarm during therapy of a mivf (maintenance IV fluid) (dose, programmed amount and delivery rate unknown) while being transported to the computed tomography department (CT), while in the hall, the pump stopped working, alarmed an unspecified alarm and displayed an unspecified error message. The pump was able to be reset. The patient's vital signals remained stable, unchanged and the level of sedation seemed unaltered by the interruption on the infusion. Once CT was completed, the patient was returned to the picu (pediatric intensive care unit). Upon entering the patient's room the pump was swapped out. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.